Manufacturer narrative:
This lead remains in service and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device implant procedure, the physician elected to utilize the patient's atrial lead that had been surgically abandoned during a previous elective replacement procedure. This atrial lead produced all normal test results through the pacing system analyzer (psa); however, when the lead was interfaced to the device there was mechanical looking noise on the atrial and the shock channel. The noise went away after the torque wrench was inserted to loosen the set screw. However, the noise returned during flushing or pocket manipulation. Four days following implant, the noise was still present and the physician wanted a new device. A revision procedure was performed and a replacement device was implanted and successfully interfaced to this existing atrial lead. No additional adverse patient effects were reported.